Manufacturer narrative:
(B)(4). Pump received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Pump also received with cracked battery tube threads.

Event description:
The customer was reported via phone call that top reservoir lip ring was loose. The customer¿s blood glucose level was 179 mg/dl. The customer stated that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.